Manufacturer narrative:
No conclusions can be made at this time. The difficulty in removing the screw from this plate may have been related to the angle used in screw placement.

Event description:
International affiliate reports that after securing the plate, the surgeon determined that it was too large for the patient. During plate removal, three of the four screws were removed successfully. However, the surgeon encountered difficulty in removing the fourth screw from the plate. As a result, the plate was removed with the screw attached to it. Because of the difficulty that occurred during explantation, the surgical procedure was extended by approximately sixty minutes.